Manufacturer narrative:
The field service representative (fsr) verified that the ccm had an error on startup. He replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ccm had no response to finger touch on the touch screen once powered up. The pst replaced multiple parts from a lab use only (luo) ccm and the failure still remained. He then replaced the ccm hard drive with a luo hard drive and the ccm functioned as intended. It was determined that the ccm hard drive sub-assembly was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a system error screen upon boot up. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.